Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributor on (B)(6) 2022. It was reported that the lecture slides related to this case were obtained on (B)(6) 2022. And indicated that the pump and catheter were replaced due to a skin ulcer as a complication. The causality was related to the suspected drug, according to the report. However, the severity classification of the event was listed as "not severe."

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg2pjywh05 serial# implanted: (B)(6) 2019. Explanted: (B)(6) 2021. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the pump broke through the skin; this was also reported as the skin was separated due to the pump protrusion. Regarding the cause of the pump protrusion, the hcp thought it was due to changes in the patient's lifestyle (the time to take a forward bending posture was longer and the abdominal muscle tension was increased). The products would not be returned as they were discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a distributor regarding a patient receiving intrathecal gabalon (unknown concentration) at 175 mcg/day via an implantable pump for spastic cerebral palsy. It was reported that the access port part of the pump was protruding. It seemed that there was no infection. It was noted that the pump was effective. The pump and catheter (near the pump connector) were replaced on (B)(6) 2021 and the new pump was implanted on the patient¿s left side; the explanted pump had been implanted on the patient¿s right side. It was confirmed that there was ¿no causal relationship with the intrathecal therapy. The causality was not attributed to the drug, catheter, pump, programmer, or surgical procedure.¿ the outcome of the event was ¿recovered¿ on (B)(6) 2021. It was confirmed remotely at around 20:20 that the incision was closed, and programming was completed. The classification of severity was ¿3 (serious)¿.